Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs and performance testing confirmed the occurrence of system fault error message sf131 indicating a main blower temperature sensor fault. The investigation determined that this device fault was most likely due to an obstruction of the main blower. During investigation, it was revealed that a system fault sf188 error message was also triggered in the device. Based on all available evidence, this device error message was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf131). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf131). There was no patient injury reported as a result of this incident.